Event description:
A consumer reported receiving imprecise back to back readings on their precision qid blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.